Event description:
Caller tested 2.6 inr on the coaguchek s system while a comparison lab returned as 1.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 328 mg/dl and 139 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.